Event description:
The account alleged that the side rail cannot latch in the raised position. No injury reported.

Manufacturer narrative:
The account replaced the side rail slide bracket assembly to resolve the issue.